Manufacturer narrative:
The report of both high and low impedance (invalid impedances) was confirmed. Upon receipt of the device, a visual inspection was performed. The ipg appeared to be returned in good condition and was free of any damage or anomalies. Both the septa and the ports were clear and intact. Although there was no sign of fluid intrusion inside the header assembly during analysis, the observation of fluid intrusion during the procedure would have resulted in the low impedance readings.

Event description:
It was reported during lead revision surgery on (B)(6) 2021, pre-op and intra-op impedance check showed several low impedances and one high impedance which changed with movement. When new leads were inserted into the ipg header port, dark fluid was observed to leak out of set screw septum. Upon closer inspection of lead entry portals on header block, it appeared that fluid instruction had occurred. Physician elected to explant the ipg and implant a new ipg after leads were cleaned. This addressed the issue.